Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Intestinal perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On (B)(6) 2018, the patient developed abdominal pain. On (B)(6) 2018, an abdominal x-ray and CT of the abdomen were done with a diagnosis of intestinal perforation.

Event description:
It was reported that after surgical consultation, the event was not intestinal perforation. They kept the patient npo and under observation for some days and patient discharged on 10 dec 2018. Reason for abdominal pain not known.

Manufacturer narrative:
Reference record (B)(4). Additional information in event.